Event description:
It was reported that the pump software was suspending insulin delivery inappropriately. Customer experienced a blood glucose (BG) level that was displayed as ¿High¿; however, a specific value was not provided. Customer gave a manual injection to address BG level. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.